Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an system error 322 was reproduced. A review of the event history log did not reveal any events of system error 322. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Evaluation inspected the device but did not observe any symptom or potential cause of the reported problem. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.